Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended.

Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. There is no report of death or serious injury associated with this event.